Event description:
It was reported that a patient underwent a premature ventricular contraction ablation and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure, pericardial effusion was confirmed by the sound star eco catheter. There was no hemodynamic change, so hemostasis was performed. Afterward, blood pressure was decreased and further pericardial effusion was observed on body surface echo. Pericardiocentesis was performed. After pericardial fluid drainage, blood pressure could be maintained with only a small amount of noradrenaline. The patient was returned to the hcu after hemostasis was completed. The next day, the drainage was removed and the patient was transferred to the general ward. Additionally, since st-segment elevation was observed on ECG, pericarditis was suspected and colchicine was administered. Atrial septal puncture was performed. Ablation was performed prior to noting the pericardial effusion, no steam pops were confirmed. The physician reported a causal relationship between the health hazard and the product. The physician's opinion on the relationship between the event and the product is since only the septum was ablated in both the right and left ventricles, if tamponade had occurred from the septum, blood pressure reductions would have been observed at an earlier stage. So, it is unlikely that the event was caused by ablation. The physician's opinion on the cause of the adverse event is the procedure; the patient had significant body movement at the time of vomiting during intraoperative administration of surgeon, suggesting that the ablation catheter for pacing would have contacted strongly to the right atrial appendage. No error messages observed on biosense webster equipment during the procedure. Relevant past medical history includes renal dysfunction and hypertension. Patient has fully recovered. Discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31355496l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).